Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated glucose while using the ilet and had recently consumed a high-fat meal and was new to pump therapy; the user reported no device alerts and adequate supplies, and had changed the infusion set earlier that day. Symptoms included hyperglycemia. Outcomes included no hospitalization and user self-monitoring with improvement during the call. Investigation included user troubleshooting and education on meal announcement and monitoring, with review of device status and alerts. Investigation of this case revealed no device malfunction or component issue identified and that the event was consistent with user-related factors, including meal-related glucose rise and early adoption learning curve. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.